Manufacturer narrative:
Additional information received indicates that the patient presented to the emergency department with increasing frequency and severity of a visual aura. The patient's neurological changes are reported to have started on (B)(6) 2017 at 7am and last approximately two minutes. She is further reported to have had three to four subsequent episodes that morning along with associated nausea without vomiting. Of note, the patient reported that her last migraine with a visual aura had occurred one to two years ago. A head computerized tomography (CT) scan revealed a re-demonstration of a focal area of low attenuation in the right thalamus consistent with the patient's known subacute infarct without hemorrhagic changes. A CT angiogram revealed persistent occlusion of the right posterior cerebral artery (pca) with evidence of collateral vascular recruitment from the middle cerebral artery (mca) distribution. The patient was discharged home on (B)(6) 2017 and is reported to have been asymptomatic at that time. The patient's physician believe that the event is unrelated to the pump and diagnosed the patient with a migraine aura without a headache. No further information has been provided. (B)(4). Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and possible issues with the management of their therapeutic anticoagulation and antiplatelet therapy. There are possible patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management.

Event description:
A report was received that a patient was admitted to hospital with visual changes and shortness of breath. Details regarding the results of any diagnostic testing or treatments provided with their results have not been provided. As of the date of this report, the patient remains hospitalized. No further information has been provided.